Event description:
While attempting to ventilate a newly intubated patient,the ambu-bag would not allow the staff to ventilate the patient. The patient was extubated and reintubated but still were unable to ventilate with the ambu-bag. Staff noted that the valve on the ambu-bag appeared to be stuck and they were also unable to remove the peep valve. The patient became bradycardic and required medications and was placed on the ventilator with no further difficulty ventilating at that time.